Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a frayed cable. No report of patient involvement or no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cables were noticed after the instrument was cleaned and prior to sterilization. Unless it is obvious that the cable/wire is frayed/broken it is generally not detected in the decontamination/cleaning area. Personnel have thick gloves on and cannot feel the cables for roughness or splitting of the cables. It is not until it is on the ¿clean¿ side of sterile processing department (spd) where they are closely inspected, and the frayed cables are noticed.